Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet charging pad intermittently stopped and restarted charging, and the user observed a loose fit at the rear charging cord connection; when a different cord was used, the charging pad displayed a solid green light and maintained charge. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no alarms, and successful continuation of use after swapping the cord. Investigation included customer care troubleshooting and education and verification with an alternate cord. Investigation of this case revealed a faulty or worn charging cord causing intermittent power delivery to the charging pad, while the charging pad functioned normally with a replacement cord. It was concluded, based on previously established findings for similar reports, that the cause was component wear or damage to the charging cord leading to intermittent connection.